Event description:
Hill rom airshield warmer appeared to be heating but wasn't. Baby's temp went from 36 degrees centigrade to 33 degrees centigrade. Faulty heating element was replaced. No long term harm to baby.